Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint is from a literature review from the united states; ¿composite bone and soft tissue loss treated with distraction histogenesis¿ written in 2009. It was reported that in a clinical observation the taylor spatial frame was applied to 4 patients and 1 of these patients presented pin track infection. Pin track infections are a common complication. No patient specific medical documentation was available for this investigation. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, on the paper entitled "composite bone and soft tissue loss treated with distraction histogenesis", the taylor spatial frame was applied to 4 patients. Three patients had a total of seven complications (five minor and two major). Four of the five minor complications were pin-tract infections.